Event description:
It was reported that the patient experienced an ischemic stroke. It was reported that prior to discharge after a procedure using a farawave pulsed field ablation catheter the patient experienced an ischemic stroke. The patient had been told by the anesthetists to stop taking anti-coagulation treatment three days before the procedure without consulting the physician on the procedure protocol. During the procedure the patient had an activated clotting time (act) of greater than 300 seconds, and the catheter irrigation flow was sufficient and not interrupted. The patient was hospitalized after the stroke and a cerebral scan was performed. The device is not expected to be returned for analysis due to disposal.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.